Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a stenting procedure in the external iliac artery, the delivery system became blocked when the vascular stent was being partially released and could not be deployed any further. The delivery system was removed without issue and another device was used to complete the procedure successfully. No patient injury was reported. This is the same patient as reported in medwatch report # 9681442-2016-00037.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could not be confirmed. The grip was found to be functional, the deployment mechanism was found to have been fully activated and the stent was found to have been released but not returned. The inner catheter was found to be broken and the disposition of the distal end of the inner catheter and the stent is unknown. Reportedly, the delivery system could be removed successfully. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The breakage of the inner catheter and the alleged deployment failure may be related to a difficult vessel anatomy or challenging placement site leading to friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met during delivery system introduction, the system should be removed and another system should be used." And "if resistance is met while retracting the stent system over a guide wire, remove the stent system and guide wire." Also the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Furthermore, the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."